Event description:
It was reported that the device was used during a nephrectomy procedure. It was reported that the staples malformed. The case was completed with another device and no pt consequence was reported.